Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the device onsite and could not duplicate the problem reported by the customer. The field service representative performed est and performance check. The fsr confirmed the ventilator passed all testing and met all vyaire OEM specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator was alarming loss of air. It is unknown whether there was any patient involvement associated with this event.